Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, lot#: j0039979r, implanted: (B)(6) 2000, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 24-feb-2014, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 24-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the pump was taken out/explanted due to infection. It was noted that the catheter was tied off and left in the patient. No further information was reported. The event date was unknown. No further complications were reported.